Event description:
Reportedly, when starting the tablet the start screen briefly becomes visible, then it turns into black screen.

Event description:
Reportedly, when starting the tablet the start screen briefly becomes visible, then it turns into black screen.

Manufacturer narrative:
Please refer to the attached analysis report. Analysis synthesis: - no conclusion could be drawn as the subject smarttouch tablet was not returned for investigation. - the complaint investigation could be reopened in case of new information received related to this event.